Event description:
It was reported that a respiratory therapist "cut her hand on the cord lock of a radical 7. Some of these metal retainers do seem to have a fairly sharp edge."

Manufacturer narrative:
The device accessory involved in this event was not returned; however, a retain sample from the same lot was pulled for evaluation. The investigation is currently underway.